Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
H6 codes have been updated.

Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hemolysis noted. Pump was confirmed to be in good position. The automated impella controller (aic) consoles were swapped when the patient was transferred to a new hospital. The placement signal did not re-appear on the new console. The impella was able to be manually restarted to p-7. Motor current was present but no placement signal waveforms were available. Position confirmed by x-ray and echocardiogram. The field representative responded that the pump was repositioned and fluids were given and the hemolysis did resolve then return prior to transfer of hospitals. Further information was not available. The post-procedure outcome is unknown. The impella functioned at p-6 at 2.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic controller.

Manufacturer narrative:
Mechanical interaction with blood/ hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.placement signal issue: the cause of placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.